Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a female patient who had essure inserted. In 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed. At the time of the report, the menometrorrhagia had resolved. The reporter provided no causality assessment for menometrorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a female patient who had essure inserted. In 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed. At the time of the report, the menometrorrhagia had resolved. The reporter provided no causality assessment for menometrorrhagia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.